Event description:
The patient reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The patient reported right-side rupture. The device remains implanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. Additionally creases were observed.

Event description:
Patient reported right side rupture. It was later reported capsular contracture baker grade IV, ¿sparse folding", ¿lymphohistiocytic inflammatory infiltrate¿, and ¿foreign body-type gigantocellular reaction¿ was confirmed via diagnostic testing. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21jun2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23jul2024.

Event description:
Patient reported right side rupture. It was later reported capsular contracture baker grade IV, ¿sparse folding", ¿lymphohistiocytic inflammatory infiltrate¿, and ¿foreign body-type gigantocellular reaction¿ was confirmed via diagnostic testing. The device has been explanted.